Event description:
Patient was exposed using the amx portable machine for chest x-ray. Once exposure was taken the program failed and lost the patient's image. Patient was successfully re-exposed after switching equipment. Patient received additional radiation exposure.